Event description:
It was reported that the right atrial (ra) lead insulation was breached and caused pocket muscle stimulation. Also, the right ventricular (rv) lead was suspected to have an insulation breach or a fracture which also contributed to stimulation. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo and developed cosmetic mio while in vivo. Concomitant medical products: 4068, implantable pacing lead, implanted: (B)(6) 2000. (B)(4).